Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the target lesion was the cx and the proximal part of the vessel was angulated. The lesion was wired and dilated with a 3.0 x 20 mm voyager balloon with difficulty. An attempt was made to stent the vessel with three different stents, a 2.75 x 12 mm xience v, a 2.75 x 18 mm xience v and a 2.75 x 15 mm promus. As the proximal vessel was angulated it was hard to get the stent delivery systems (sds) down requiring force to be applied, and the shafts of all three sds separated. The lesion was eventually abandoned for stenting. A cine cd of the procedure is being returned. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4). The 2.75 x 12 mm xience v (part 1009528-12, lot 8082841), indicated is being filed under MFR#2021468-2009-01940. The 2.75 x 18mm xience v (part 1009528-18, lot 9021961), indicated is being filed under MFR#2021468-2009-01941.